Event description:
Oil leaked from the x-ray tube housing and dripped into the pt's eye. The pt reported eye irritation (stinging sensation). The pt's eye was flushed with solution and no further medical treatment was reported.